Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2017 with the following findings: a review of the black box showed multiple consecutive unexplained power on reset events. The battery compartment was cracked from the threads to the case seal on the side. The returned battery cap was undamaged and was able to fit. The battery cap was fastened and unscrewed a half turn with no reboots occurring. Evidence of moisture corrosion was found on the display screen inside the pump. A leak was found in the battery compartment. The rewind, load, and prime steps were performed successfully. No power interruptions occurred during the investigation. The pump cover was removed to find further moisture corrosion to the continuous glucose monitoring module and to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.